Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a hardware low level failure alarm twice. The customer¿s blood glucose was 8 mmol/l. Troubleshooting steps were provided for alarm. The self test was performed and the hardware low level failure alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Hardware low level failures error alarm during self test and confirmed in the device history due to broken trace on keypad assembly.